Manufacturer narrative:
The reported complaint was confirmed. Per supplier's evaluation, there was a pin hole leak in the cathode of the oxygen sensor. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the oxygen (o2) sensor to fail release testing. After calibration the central control monitor (ccm) was displaying 28% while the fraction of inspired oxygen (fio2) was set to 21%, the external analyzer was 21.5%.

Manufacturer narrative:
The service repair technician (srt) identified the reported issue. The o2 sensor was replaced. The suspect device was sent to the laboratory for further evaluation.

Event description:
Upon receipt of the device, the user reported that the unit failed the oxygen (o2) sensor calibration test. The setpoint was 21%, the central control monitor (ccm) reported 26.4%, and the servomex actual value was 21.0% there was no patient involvement.